Event description:
It was reported that the patient underwent a routine transplant. The outcome was reported to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported; however, it was noted that the outcome was device/therapy related. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the customer. It was communicated that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.